Manufacturer narrative:
One photo was received for quality evaluation. The photo shows one female port of product mm4000 having the tip of an unidentified male luer, stuck in it. The image does not show damage to the reported product of mm4000, but shows that an unidentified product being stuck inside one of the ports of the reported product. The customer complaint of component damage - leak to product mm4000 could not be verified. A root cause analysis could not be conducted because the physical sample of the issue was not submitted and the damages indicated in the complaint photo do not show damage to the mm4000 but an unidentified tip of a luer connector. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the bd 3-port back check manifold was cracked. The following information was provided by the initial reporter: the IV tube was cracked. I did confirm, we are not using any alcohol or prep product when initiating the manifold. The cracking has been happening when removing the IV tubing from the manifold and when two manifolds are together, and the rn is attempting to separate. The port is cracking when this is occurring. Typically, the device is typically in use between 12-20 hours. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details: no injury to patient. Can you please provide the lot number associated with reported issue? No lot# on product, we don't have the package it came in. Was there any leakage? If so, what was the fluid at the time of use? There was leakage at the port where the IV tubing broke off. Our nurse did change this out in real time and there was no real patient harm thankfully.

Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.